Event description:
The patient representative called back in regards to the previously reported issue. Additional information was received that the ins was still turned off and were in need of assistance turning the device back on, however, the patient was not with them during the time of the call. Agent reviewed how to resume therapy reviewed considerations to charge more frequently to avoid battery depletion and as well advising on how to monitor charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating same information in original call. Patient representative said that they let the patient's implant go to 20% and it took them about an hour and a half to charge the implant back up. Agent reviewed information about charging times and recharger app.

Event description:
It was reported that the patient had their first appointment with the neurologist in august and the healthcare provider informed them stim was off, the hcp turned the stimulator on. Caller said the device was off for 6 months. Caller was just at the neurologists office today and the patient's stimulator was off again. Caller doesn't have the communicator and handset w/ them. Suggested using the recharger application. Caller will call back when they have the equipment. Caller said they charge the patient's implantable neurostimulator (ins)  every 3-4 days

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.